Event description:
It was reported to medtronic minimed that the customer had to press hard the middle button and no response from any button. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Time does advance when display is observed. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 04-sep-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. All buttons functioning properly. No stuck button alarm during testing or in the pump history. Pump monitored for several days with the current time and date and the time and date functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.9 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for time/clock anomaly and stuck button alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.